Event description:
During the procedure, two orbit coils (638cf1030/ 15267767 and 638cf0824/ 15652577) stretched during insertion into the target aneurysm. After the event, the same sl 10 microcatheter was used with the next device (non-codman) to complete the procedure successfully. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and the microcatheter. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no patient injury reported and the devices will be returned for analyses.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found partially zipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by stretched coil was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined, and may have occurred during shipping process because it was noted that the no other damages were reported on the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Based on the available information, leaving the coil in the aneurysm while repositioning the microcatheter, may lead to the coil stretching. Additionally inspections are in place as that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-10003 and 1058196-2013-00034.